Manufacturer narrative:
Testing and investigation found when the device was powered on it alarmed with a check cassette p service alarm code. The proximal sensor offset was 184 adc (spec: 120 adc -130 adc). After recalibrating the proximal sensor gain 6.8 (spec: 4.0 -8.0) and offset 127 adc (120 adc - 130 adc), specifications. The measured volume accuracy was 19.2 ml (spec :20 ml + 1m 1). The result of the advance proximal occlusion test was -8.9 psi (spec: -4.0 psi). The results of the advance distal occlusion test for the low, medium and high pressure levels were as follows: 5.7 psi (spec: 2 psi -12 psi) for low pressure level setting, 11.8 psi (spec: 4 psi - 20 psi) for medium pressure level setting and 18.5 psi (spec: 12 psi-40 psi) for high pressure level setting. The complaint check cassette was confirmed and is attributable to the device. Check cassette p was duplicated during product complaint investigation testing. The probable cause of the complaint is proximal sensor calibration drift. An investigation was opened to address the pressure sensor issue and it was identified that the top most probable root cause was related to an insufficient design of the gemstar's pressure sensor. A recall letter has been sent out by hospira that states the potential pressure sensor calibration drift, which affects all gemstar infusion pumps that were either manufactured or had a pressure sensor replaced during servicing of the pump since january 1, 2009. The device was manufactured in january, 2013. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a constant check cassette service alarm code. It was reported by the nurse that when there was air in the tubing set the pump displayed check cassette instead of air in line. The device had a constant alarm and would not function. It was reported the device was powered off, the cassette was replaced in the latch; however, it still did not work. The nurse notified the pharmacist and the device was replaced the next morning. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in use. During testing at the user facility, the device alarmed with a check cassette p alarm code instead of "air in line" upon recognition of air in the tubing. No additional information was provided.